Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 24-jan-2023. H.6. Investigation summary: bd received an actual sample and, 4 photos in support of this complaint. A visual examination of the sample and photos were performed and revealed embedded foreign matter in the bottom of the tube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use with bd vacutainer® edta 2k foreign matter was discovered embedded in tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: before blood count measurement in the laboratory, the hcp noticed that the inside of the tube was partially turning white.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd vacutainer® edta 2k foreign matter was discovered embedded in tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: before blood count measurement in the laboratory, the hcp noticed that the inside of the tube was partially turning white.